Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the smartsite needle-free valve does not draw or flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20046540 was performed. The search showed that a total of 48003 units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that 100 ll vlv adpt(stand alone) experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e. Batch/ lot #: 20046540. Per the customer, concerning a complaint report, I received for the smartsite needle-free valve. We¿ve had a few nurses report that these aren¿t consistently working correctly, and when they attach a syringe/flush they cannot draw or flush through the valve.